Event description:
It was reported that the screw between the abutment and the implant fractured. After removal of the screw fragment, the implant was found fractured and was subsequently removed. A new implant was placed at the site.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. Product evaluation: one implant and one unknown zimmer screw were returned for investigation.visual evaluation of the as returned product identified a fracture around the implants collar. Additionally, a screw fragment was identified in the implants drive feature. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was not reported. Bone density was moderate density (type ii). The reported device was located on tooth # 24 (fdi) and was used for approximately 3 years, 4 months. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: 'contraindications' 'warnings' 'precautions' 'breakage' additionally, per the IFU, fracture/failure may result from patient factors such as clenching. Review of appropriate documentation: documents reviewed: instructions for use - zimmer dental implant systems 4894 rev. 6 ¿ 08/19. Information identified: 'precautions' 'breakage' 'warning'. DHR review: (tsvmh11) . DHR review was completed for the subject lot number 63764340. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: (tsvmh11). Complaint history review was performed for the reported lot number 63764340 for similar events and no other complaint was identified. Review completed utilizing keywords: 'functional : fracture : implant' . Post market trend review: nov post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product.no actionable items have been triggered that will affect complaint handling on our end for this month. The reported event is confirmed.

Event description:
No further event information is available at the time of this report.